Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the centrifugal drive motor had an unusual vibration. The device was originally reported for noise, but later during testing by the srt, the vibration was also identified. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per service repair technician (srt), inland assembly will be replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.